Manufacturer narrative:
Type 2 diabetic pt. Using vgo 40 for 4-5 months found semi-conscious due to hypoglycemia. Patient was using vgo 40 bg 49 mg/dl after oral carbohydrates, 150 average, a1c 8.2%- using vgo, (pre-vgo 14%), taking sliding scale insulin for clicks; she did not have this scale available also takes metformin. Her family administered oral carbohydrates and took her to the emergency room. At the ER her bg was checked at 49 mg/dl. She was treated with additional oral carbohydrates and released from the ER when her bg was in the 100s mg/dl-pt. Did not remember the exact level. V-go was discarded at the hospital.

Event description:
Type 2 diabetic pt. Using vgo 40 for 4-5 months reported her family found her semi-conscious due to hypoglycemia. Patient was using vgo 40 bg 49 mg/dl after oral carbohydrates, 150 average, a1c 8.2%- using vgo, (pre-vgo 14%), taking sliding scale insulin for clicks; she did not have this scale available also takes metformin. Her family administered oral carbohydrates and took her to the emergency room. At the emergency room (ER) her bg was checked at 49 mg/dl. She was treated with additional oral carbohydrates and released from the ER when her bg was in the 100s mg/dl-pt. Did not remember the exact level. V-go was discarded at the hospital.

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked. Mdr1226572-2018-00040 is a duplicate of mdr1226572201800015.